Manufacturer narrative:
The reported oad and guide wire were received at csi for analysis, and the guide wire was engaged in the oad. No damage was observed on the oad or guide wire. The guide wire was removed and passed through the oad with no issue. The oad was tested, spun on all speeds, and functioned as intended. The device data log revealed numerous stall events which may have been related to the event. The stalls could not be replicated during analysis. At the conclusion of the device analysis, the reported event was unable to be conclusively confirmed through analysis. The diamondback coronary oas instructions for use states, "the IFU contraindicates use of the oas if the target lesion is within a bypass graft or stent." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
A pre-existing stent was located in the left anterior descending coronary artery (lad). A diamondback coronary orbital atherectomy device (oad) was selected for use for a lesions distal and proximal to the stent. Glideassist mode was used to advance the oad through the stent, however the oad lost speed and stopped rotating. The physician pulled the oad handle with moderate force, however, the crown seemed stuck in the area of the stent. The patient experienced pain, and versed and fentanyl were administered. Nitroglycerin was also administered to attempt to loosen the crown. Glideassist mode was activated, and therapeutic mode was then selected. The oad immediately stopped spinning and would not turn on. The opinion of the physician was that the oad crown was either stuck in calcium or the stent struts. Attempts were made with multiple guide wires to cross the stent, and one was successfully placed. The physician pulled with more force on the oad handle, and the oad and guide wire were removed together. The procedure was completed with balloon angioplasty and stent placement. The patient was stable following the procedure.